Event description:
It was reported the patient presented for an in clinic follow up. Upon interrogation, it was observed the leadless pacemaker capture threshold had increased. The device was explanted and replaced with a traditional pacemaker without issue. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of inadequate capture was not confirmed. Visual inspection noted the no anomaly on the helix. Further analysis performed, including output verification found no anomalies contributing to reported event of capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.